Event description:
Caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) resolved the issue by sending a replacement pump with updated software to the customer. Customer was advised on necessary steps, including using multiple daily injections (mdi) as backup therapy and the procedure to return the problematic pump to tandem. Customer acknowledged all instructions and was also informed about programming the replacement pump with their settings and connecting the cgm.